Event description:
The intensive care unit (ICU) manager reported that, (a cortrak tube had become separated). The tube was placed on (B)(6) 2022 and when the nurse attempted to flush it they noted that it was occluded; the tube was withdrawn and only 40/50 cm of the tube was retrieved. There was no reported injury. Additional (B)(6) 2022 that the distal portion was retrieved endoscopically. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
FDA medwatch/ FDA user facility report # mw5110627 documented an unspecified serious injury. There was no report of additional medical intervention.

Manufacturer narrative:
All information reasonably known as of 15 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed that a partial nasogastric (ng) tube, with transmitting stylet, was returned. During the decontamination process, it was not possible to flush liquid through the ng tube; additionally, the sample emitted an odor (perceived as a soured smell). The sample was examined in a well-lit area and the tubing exhibited a ballooned (stretched area) at approximately the 44-depth marker; the tubing was discolored in this area and the markers were not completely visible. The sample was examined under magnification and the tube print (stock code, length, etc) were faded and blurred; however, the ballooned end did not exhibit a visible occlusion. The tubing was pressed between the fingers to try to assess the location of any occlusion that would have prevented flushing during decontamination; at approximately the 65-depth marker, the tubing was perceived as becoming more-firm. The tubing was cut laterally to gain visibility to the inside and when examined at the cut the tubing was completely occluded with dried matter. The transmitting stylet was examined in a well-lit area, the orange connector was securely attached with no visible damage; additionally, the wiring did not exhibit fraying, kinks or bends. The transmitting tip was attached with no visible damage. The root cause of the reported issue could not be conclusively determined. However, this seemed to be a user related problem since as per the instructions for use (IFU): vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp(B)(4). This information is submitted pursuant to (B)(4), in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.